Event description:
The intralase fs laser was used to create a corneal flap for bilateral lasik surgery in 2006. One-day postoperatively, the pt presented with 2-3+ diffuse lamellar keratitis (dlk) in the right eye (od) and 1+dlk in left eye (os). A flap lift and rinse was performed in both eyes on same day; a second lift and rinse was performed in the right (od) eye next day. The pt's preoperative bcva was 20/20 ou; postoperatively ucva is currently 20/25 in the right eye (od) and 20/20-2 in the left eye (os). The pt responded to treatment and the dlk resolved. The association between the event and the device is unk.

Manufacturer narrative:
On 10/4/06 and 10/16/06, an intralase field service engineer inspected the laser and verified the system performed as intended, met specs during and upon departure. Additionally, on 10/5/06, an intralase senior clinical application specialist (scas) performed an investigation. The laser settings were optimized to dr's preference and the laser was found to meet specs. Furthermore, on 11/01/06, intralase's scas performed an add'l site investigation and found possible root causes; multiple lasers and pts in the same operating room; the autoclave is located within the surgical suite; and aseptic techniques during surgery.